Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On the morning of (B)(6) 2026, the patient underwent a lower segment cesarean section. At 10:15, a nursing staff member in the operating room performed an intravenous catheterization on the patient. Prior to use, the packaging was found to be intact and within the expiration date. However, after insertion, bleeding was observed at the connection between the cannula¿s stopper and the tubing. The problematic cannula was immediately removed and replaced with a new closed-system intravenous cannula of the same origin, batch, and model. The intravenous catheterization procedure was then repeated, causing additional discomfort to the patient.